Event description:
The rotator broke during use. There was no report of harm or injury.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. The device was examined visually and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Evaluation: method: device history record was reviewed, complaint data base was reviewed.